Manufacturer narrative:
(B)(4). Dexcom labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 09/08/2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2017. It was reported that upon removal of the sensor, the sensor insertion site was infected, and the patient's mother took the patient to the pediatrician. The pediatrician prescribed the patient with mupirocin topical ointment as well as an oral medication to treat the infection. At the time of contact, the patient was feeling fine. No additional patient or event information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined. It was indicated that the sensor was inserted into the arm. Dexcom labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.